Event description:
Cautery pencil from total knee pack would not function on the coag setting. It only functioned on the cut setting. The electrical surgical unit worked before and after this incident without problems.